Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer. Technical support sent a replacement tandem cable and wall adaptor, and advised the customer to use an alternate method for insulin therapy if the battery depleted before receiving the new supplies. After receiving the replacement parts, the pump was reported to be working normally.